Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated accutni result generated by the synchron lx I 725 clinical system for one patient. A sample was tested for acutni and gave a result of 5.96ng/ml. When tested on a different instrument, it gave a result of 0.36ng/ml. The erroneous result was not reported outside the laboratory. There were no affect to patient or user with regards to this event.

Manufacturer narrative:
Sample was li heparin with gel and was centrifuged at 3000 rpm for 10 minutes. System checks run in 2008 for seven days. Both met specifications. Qc run prior to and after the event was within expected ranges. A field service engineer (fse) was on site four days later and performed field diagnostics testing which all met specifications. A clear root cause for this event has not been determined to date and a malfunction will be assumed for the purpose of this report.